Event description:
Healthcare professional reported capsular contracture baker grade IV, prominent seroma with suspected rupture and suspected silicone in lymph nodes. The patient underwent an MRI which observed "linguini sign" indicating a device rupture. The clinic staff indicated that the device will to be removed and replaced with non-allergan device. This relates to the right device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV, silicone in lymph nodes, seroma.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, red particles in the shell and opening extended on posterior. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior, wear abrasion and crease fold. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.